Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator did not work for the patient since it was implanted 2 years ago. The skin around the neurostimulator became hot and painful. Therapy caused the patient to have more pain. The device would not maintain its settings and would go from ?0-90? While the patient was holding still. The device was reprogrammed 5-6 times. It was determined something was wrong with it. Reprogramming with a field representative was very painful. The patient hoped to resolve the problem with surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.